Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test due to compromised force sensor system alarm. No motor error alarm noted. The motor passed motor test. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test and rewind test. The insulin pump was received with severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive compromised forced sensor alarms and motor error alarms. Customer's blood glucose was unknown. It was reported that insulin pump was bumped and drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump will be replaced.